Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump received a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge "all the way up" with insulin. There was no reported impact to the customer's blood glucose level. The customer indicated that a new cartridge would be loaded.